Event description:
The international philips field service engineer (fse) reported a ventilator patient leak could not be measured. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
Per gfe response it was confirmed that the customer refused service and repair due to the device being out of warranty. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site.